Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress and no conclusion could be drawn at the time of filing this report, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: we¿ve received eleven (11) screws of the article 04.503.104.04s with the lot number #1l16605 back for investigation. Three (3) of the screws are damaged and eight (8) of them are still intact. Microscopic examination of the damaged screws shows that the thread tip is badly worn. The recess however is in good condition. Functional test: the relevant features (thread tip) are damaged in a manner which prevents accurate function check. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: due to the visible damages the parts were classified as confirmed. It can only be assumed that too much mechanical force whilst inserting into the bone caused the tip damage and this consequently has led to the complaint issue. As these screws are very small and quite fragile, a lot of care is required while handling we can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Please note, this DHR review is for sterilization and assembling procedure only: part: 04.503.104.04s. Lot: 1l16605. Manufacturing site: bettlach. Supplier: frueh ag. Release to warehouse date: 20.aug.2018. Expiry date: 01.aug.2028. Non-sterile 04.503.104.20 / h626970 was manufactured in us, monument. Manufacturing location: monument. Manufacturing date: 30-apr-2018. Part number: 04.503.104.20, - ti matrixneuro screw self- drilling 4mm. Lot number: h626970 (non-sterile). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during the procedure there were three out of twelve matrix neuro screws that could not be inserted and the screws could not be drilled to the patient's bone. The surgery was completed using alternative screws with the same part with a different lot number. There were no surgical delay and no adverse consequence to the patient. Concomitant device reported: matrixneuro screws: (part: 04.503.104.04s, lot: 1l16605, quantity: 9). This complaint involves three (3) devices. This report is 3 of 3 for (B)(4).